Event description:
It was reported that the device would not complete energy charge. After pressing the shock button, the device had the charging tone on continuously and would display the disarming message indicating that energy needs to be charged. Therefore the device would not provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not evaluated by physio-control. A third party service agent evaluated the device and verified the reported failure. The third party service agent replaced the biphasic pcb assembly. Then the device was returned to the customer for use.